Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "handpiece not recognized" (device displays error message). The customer reported the handpiece was not recognized by the system. The system was switched out and the handpiece primed and tuned. The case was completed as planned. No pt injury was reported.